Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of where the foreign material originated from could be not determined. Although it is presumed that the foreign material was not removed even during reprocessing due to physical damage of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. White debris was identified around the mouth of the air/water nozzle prior to brushing the channels at the repair center. There were few additional findings. The biopsy channel was brushed and a minor restriction was felt when the brush passed through the bending section. The adhesive of the bending section cover was worn out. Misty image was displayed during hot and cold test. The biopsy channel was damaged. The device exhibited reduced angulation and play of knobs was out of standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, small black bits were coming out of the gastrointestinal videoscope during reprocessing after a procedure. It was unknown where these bits were coming from. The customer suspected that the channels were blocked as they were unable to pass the brush through some of the channels. Bedside cleaning was performed and the device was manually washed. There was no contact with any infectious diseases and there was no patient involvement.